Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system seems to be changing the setting randomly. No error codes were displayed. It was noted this seems to occur only in a particular doctors settings. The system will change to pulse and increase the levels. Additional information has been requested but not received.

Manufacturer narrative:
Supplemental medical device report (smdr) # 01 is being filed to correct the date on the initial report, filed earlier. Incorrect date of 12/14/2017 is being corrected to 12/13/2017. The system was examined and the reported event was not replicated. The company representative noted ¿no problem was seen with the equipment.¿ additionally, it was determined that the customer will use the system again and notify manufacturer if the event occurs again. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 17, 2013. Based on qa assessment, the product met specifications at the time of release. No problem was found with the system. Therefore, the root cause of the reported event cannot be determined conclusive the manufacturer internal reference number is: (B)(4).